Manufacturer narrative:
(B)(4).the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported loss of capture could not be conclusively determined. (B)(4).

Event description:
During follow-up, an electrocardiogram revealed a loss of capture. Fluoroscopic examination revealed the lead was not dislodged. The device was reprogrammed and the patient is being monitored. The patients condition is good.